Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, after transeptal the farawave was prepped and inserted into the faradrive sheath. When going into the left atrium it became very difficult to deploy the farawave and the physician could not fully deploy into basket. We also could not pull the wire back into the catheter. The device was removed and then replaced. Procedure completed successfully without patient complications. The device is not expected to be returned.